Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped, but may have been exposed to perspiration. Customer's blood glucose level was 151 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.